Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer leaned on something and received a black mark on the display. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the insulin pump display became hard to read. The customer was advised to revert to their medically prescribed backup plan. The insulin pump was returned for analysis.